Event description:
Plaintiff alleges being diagnosed with a latex allergy after repeated exposure to latex gloves. She alleges suffering pain, loss of wages, medical expenses and other damages. In addition she alleges suffering humiliation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress.